Manufacturer narrative:
The device has been returned/received to date and is pending investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp2a.250605.031.a3.a156u1uesbdzdd hardware: sm-a156u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose between 275 mg/dl and 300 mg/dl while wearing the pod between 1 and 4 hours. The patient alleged that the cannula came out during wear resulting in hyperglycemia. The only alarm or alert that was received indicated that blood glucose levels were running high. The patient confirmed that the pink slide did move forward, however the cannula came out. There was no redness or swelling at the insertion site, however insulin was leaking. The pod was removed and a new pod was activated. Upon pod removal, the patient noted that the cannula appeared normal.